Event description:
The customer called for help with his contour meter. He performed control tests during the call and received a result of 36 mg/dl. The normal control range was 109-151 mg/dl. No adverse events were alleged. The customer was advise to return his test strips for evaluation, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.